Event description:
It was reported that during platforming, erratic speed of the console exceeded the normal operating speed. The intended speed of the console was between 140,000 to 160,000 rpms; however the speed of the console fluctuated between 100,000 and 220,000 rpms. The console was not used on the patient, and there were no patient complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.